Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that tubing of a clearlink continu-flo solution set had come apart. During patient infusion, it was discovered that the tubing had separated from the patient connector. The issue was resolved by restarting with a new set. There was no patient injury or medical intervention associated with this event. There was no additional information.